Event description:
It was reported, a pressure guide wire became kinked and bound at the exit port of an ivus imaging catheter as the catheter was being withdrawn. The physician removed the pressure guide wire and ivus catheter together as a single unit when resistance was encountered. There was no report of patient injury and hospitalization was not extended as a result of this event. It is volcano's current policy to report instances where a volcano device issue may have caused removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
(B)(4). The complaint device has not been returned to the manufacturer therefore, a device evaluation has not yet been performed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.